Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the lot number is unknown, the full UDI number cannot be provided. Device history record (DHR) review cannot be conducted because the device was disposed of and no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. On the night after procedure, patient suffered a pericardial effusion and a pericardiocentesis was performed. The patient did require hospitalization. A transseptal puncture was performed with a sjm brk transseptal needle (non bwi product).the physician¿s opinion regarding the cause of this adverse event is that this is a normal complication of the procedure. Also, it was stated that maybe patient anatomy contributed as a factor to the event. The patient was reported to be in stable condition at the time bwi followed-up with the physician. Settings during the event include: temperature control mode at 43°c cut off, power between 15 w. (Posterior wall) and 25 w. (Anterior wall), flow setting at 17 ml and act range maintained during procedure, was 300-350 s. Sheath used, zurpaz, boston sci./ 8,5f (non bwi product).